Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall with repeated restart prompts, after which the user performed a cartridge and tubing change and the device resumed normal function while the patient¿s blood glucose, initially elevated after breakfast, trended down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.